Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: patient received treatment for events: pelvic pain , abdominal pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received- new event abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test conducted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and type 1 diabetes mellitus ("type 1 diabetic"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, pelvic pain and type 1 diabetes mellitus to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, abdominal pain, type 1 diabetes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: upon internal coding review the event "hoping to have reversal" was removed from the case. No further changes performed in the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test conducted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and type 1 diabetes mellitus ("type 1 diabetic"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, pelvic pain and type 1 diabetes mellitus to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain ¿~concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, abdominal pain, type 1 diabetes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test conducted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), adverse event ("hoping to have reversal") and type 1 diabetes mellitus ("type 1 diabetic"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, adverse event, pelvic pain and type 1 diabetes mellitus to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain, abdominal pain,hoping to have reversal , type 1 diabetes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new events were added: type 1 diabetes, hoping for reversal and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.